Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5, which remained implanted, was associated with lead migration up one full vertebral body following a spinal cord stimulator implant. The patient initially experienced pain relief after the procedure but reported a return of pain and dwindling pain relief approximately two weeks prior to the event report. A routine x-ray was conducted to check lead placement, confirming the migration. The patient was reprogrammed for pain coverage, and bilateral low back stimulation was achieved. A lead revision was tentatively scheduled. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.